Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited excessive battery drain. It was suspected that an unspecified issue with the patient¿s right ventricular lead caused the issue. No intervention was reported but lead revision was discussed. No further information available.

Event description:
New information received indicated that the right ventricular lead was explanted and replaced on (B)(6)2018. It was noted that the issue with the lead may have been externalized conductors noted on fluoroscopy. No further details were reported regarding the issue. No complications were noted during the procedure. Patient was stable.